Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.

Event description:
Customer reported low blood glucose symptoms with a result of 2.9 mmol/l obtained on the compact plus system. She self-treated with dextrosol and re-tested one minute later. The result was 3.1 mmol/l so the customer took more dextrosol. 5 minutes later the customer tested 24 mmol/l, 12 mmol/l, and 17 mmol/l on the compact plus system. The customer went to the hospital due to the erratic result. A professional reading returned as 9.8 mmol/l about 45 minutes after the last result obtained on the compact plus system. No additional treatment was necessary. Requested return of suspect device however the test cassette has been discarded.